Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery(drca). A 4.00 x16 synergy¿ drug eluting stent (des) was advanced however resistance was encountered. The device was removed and a non-bsc guide extension catheter was placed. The device was re-advanced however, after several attempts, the stent dislodged. The tip of the dislodged stent was then inflated with the balloon of the stent delivery system and the device was retrieved. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the entire stent was damaged; the stent struts were distorted and stretched. The stent had moved proximally on the device, such that the stent was dislodged from the balloon and situated on the shaft polymer extrusion. The balloon was reviewed. The balloon wings were not folded; the balloon had been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a kink in the mid-shaft immediately proximal to port exchange site. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery(drca). A 4.00 x16 synergy¿ drug eluting stent (des) was advanced however resistance was encountered. The device was removed and a non-bsc guide extension catheter was placed. The device was re-advanced however, after several attempts, the stent dislodged. The tip of the dislodged stent was then inflated with the balloon of the stent delivery system and the device was retrieved. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was fine.